Event description:
The device was returned to the biomedical department with a report of, distal occlusion. No specific pt info, pump programming, or event details were provided. There were no reported adverse pt effects or delays of critical therapy while the device was in clinical service. During verification testing at the service center, it was noted the distal pressure sensor calibration had drifted out of tolerance.

Manufacturer narrative:
During testing it was found the device distal pressure sensor had drifted out of calibration. The device dhas been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.